Event description:
It was reported that the device had a power on reset (por). The patient reported to their physician's nurse that they had a computed tomography (CT) scan on the same day as the por. The device was reprogrammed and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.